Manufacturer narrative:
The referenced report of history of gastrointestinal bleeding is covered under medwatch MFR# 2916596-2015-01003 and medwatch MFR# 2916596-2016-02415. Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device- 6 years and 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient has a recurrent gastrointestinal bleed (gi). The patient¿s most recent gi bleed was on (B)(6) 2017 in which the patient was taken off coumadin for a few days. The patient¿s inr goal is 1.5-2.0. Additional information has been asked but has not yet been provided.

Manufacturer narrative:
The pump remained in use supporting the patient at the time of the event. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided indicated that the patient was admitted to the hospital from (B)(6) 2017 - (B)(6) 2017 due to black and tarry stools, orthostasis, and a low hemoglobin of 6.1 d/dl. The patient was found to have some acute kidney impairment and diuretics were held. The patient was transfused with 2 units of packed red blood cells and hemoglobin increased to 7.3 g/dl. The plan was to keep the patient off aspirin and coumadin, and the clinic would determine if the patient should later restart coumadin. The patient was also on octreotide bid and protonix bid.